Manufacturer narrative:
Summary of evaluation: the info provided and the examination results indicate that this event is not device related but rather is patient related.

Event description:
Pt experienced progressive pain in the patella. Patella fractured one week ago. Upon revision, a patellectomy was performed due to avascular necrosis. The tibial insert was also revised at this time as a precautionary measure.